Event description:
It was reported that the patient experienced no stimulation on the left side leading to missing coverage in some pain areas. A device interrogation on (B)(6), 2010 showed high impedance on the leads (B)(4). The patient was reprogrammed on (B)(6), 2010. No patient outcome was provided. The patient later experienced a loss of pain relief. An x-ray taken on (B)(6), 2011 showed that the leads (B)(4) had migrated. The leads were replaced and the patient outcome was reported as resolved without sequela as of the date of the replacement. The manufacturer's device registry showed that (B)(4) had been explanted before the lead migration occurred. It was unknown whether the reporter or the manufacturer registry was incorrect.

Manufacturer narrative:
Lead model 3778-45, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2011-(B)(6); lead model 3778-45, serial# (B)(4), implanted: 2008-(B)(6), explanted: unknown; extension model 3708140, serial# (B)(4), implanted: 2008-(B)(6), explanted: na; extension model 3708140, serial# (B)(4), implanted: 2008-(B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that lead (B)(4) had been repositioned, not explanted, on (B)(6) 2010, and was implanted when the lead migration occurred.

Event description:
Additional information received reported that an x-ray taken showed a fractured lead. No other information was provided.

Manufacturer narrative:
(B)(4).